Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter displayed an error 1 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 02:30am. The patient manages her diabetes by self-adjusting her insulin doses. The patient reported that an unknown time before the alleged issue occurred, she had developed symptoms of ¿perspiring, unwell and migraine¿ and stated that on (B)(6) 2016 at 02:30am she administered ¿3 units of novolog insulin¿. During troubleshooting, the cca noted that it was not the first time the meter had been used. Product was replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. The reported symptoms occurred prior to the alleged meter issue. However, this complaint is being reported as a malfunction because the alleged meter issue was not resolved with troubleshooting.